Manufacturer narrative:
The engineer evaluated the compressor and found that the capacitor was "burnt". This also affected the compressor printed circuit board, display with cable and motor holding rabar. These parts will need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the compressor was not working. The patient was removed from the ventilator and placed on an alternate ventilator. There was no adverse event or consequences as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The additional information received as follows: the capacitor was damaged and not burnt.

Manufacturer narrative:
The medtronic service engineer replaced the compressor. After replacing the compressor the ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.